Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿more than 300mg/dl¿ on the subject meter. The patient manages their diabetes by taking x1 janumet and x1 melmet tablets per day as well as 30 units of insulin in the morning and 15 units of insulin at night (type of insulin is not known). The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that ¿later¿ in the afternoon they fell unconscious. It is not known how long the patient was unconscious for, however as a result of this they were hospitalized for a day. When the patient was taken in to hospital their blood glucose was measured at ¿55mg/dl¿ on an unknown hospital meter. The specific treatment which the patient received in hospital was not specified. The patient was discharged from hospital the following day when their blood glucose read at a ¿normal¿ level of ¿121mg/dl¿ as was measured on the hospital's laboratory device. At the time of troubleshooting the csr noted that the patient did not have control solution available to perform a test on the subject meter. The unit of measure was confirmed to be correct. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurate reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient was hospitalized as a result of these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.